Event description:
It was reported that the insulin pump experienced an absence of no delivery alarm. The caller did not know the blood glucose reading. The user was advised to remove the infusion set from the body and to program a 1.0 unit fixed prime until insulin was visible at the end of the tubing. The user continued to prime until air was no longer visible in the tubing. The customer was unable to perform the high pressure test at the time of the call. However, the user stated that the blood glucose did successfully lower after the infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.